Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure at 15 atmospheres for 30 seconds the balloon ruptured in the middle part. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.